Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012592885 was returned and analyzed. Visual inspection was carried out. The catheter appeared to have an inverted spiral array. Mechanical verification of steering and slide mechanisms were carried out. The slide control function has a hard time sliding. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. X-ray imaging revealed electrode wires entangled in the shaft. The returned catheter could not be inserted into the lab test sheath due to inverted spiral array. In conclusion, the catheter failed the return product inspection due to an inverted spiral array and electrode wires entangled on the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the device was deployed in the left atrium to complete pulmonary vein isolation (pvi). After remapping the chamber, it was determined that additional work was needed in the left atrium. The catheter was reprepped and redeployed. Upon completion of the additional ablation in the left atrium, the physician encountered difficulty with the catheter's slider, which would not fully extend or retract, preventing the catheter from being withdrawn into the sheath. The sheath and catheter were withdrawn together from the left atrium and the body. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.